Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling gastric tissue, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. They reloaded a new staple to complete the case. There was no patient injury.